Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported the circuit disconnect and safety valve alarm's while using the avea ventilator. The customer states the unit passes extended self-test (est), but when connected to a test lung the unit will auto cycle. The customer stated there was no patient involvement associated with this event.